Manufacturer narrative:
The insulin pump was received with half upper portion of display white and grey lower portion with vertical and horizontal rainbow lines due to broken lcd glass. We were unable to verify critical pump error or perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a critical pump error alarm. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the device for analysis.